Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. On (B)(6) 2011, the patient was seen by a physician and diagnosed with a vesicovaginal fistula, and erosion of mesh into the bladder, anterior vaginal wall, and posterior vaginal wall. On (B)(6) 2011, the patient underwent a procedure for excision of mesh, fistula repair, and a colpocleisis. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-02107. The same device is represented in each medwatch as it was involved in two events.